Manufacturer narrative:
According to the customer, there have been multiple incidents of the catheters "not draining the bladder" and the customer believes an "obstruction may have occurred at the tip of the catheter". The customer reported "urine retention" was confirmed with a "bladder scan", and a new catheter was inserted due to the reported issue. The customer reported "the patient bladders were drained following catheter replacement" and "there was no indication of patient harm or negative outcome after replacement". The customer did not report any serious injury related to the reported event. No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, there have been multiple incidents of the catheters "not draining the bladder" and the customer believes an "obstruction may have occurred at the tip of the catheter".